Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission, inappropriate therapy and shock was delivered to the patient. Patient was asymptomatic. Device detected the arrhythmia in the ventricular tachycardia zone and supraventricular tachycardia was observed which allowed a high voltage shock to be delivered. The rhythm slowed post shock and sinus driven. Programming changes were recommended. No further information available.